Event description:
A report was received that the patient was having severe pain at the pocket site because it was too low and was pressing against a bursa sac. The patient underwent a pocket revision wherein the ipg was slightly moved up. The patient was doing well after.